Event description:
The surgeon implanted an aq2010v silicone three piece lens on (B)(6) 2011 and the patient complained of decreased visual function in the operative eye as a result of a mispowered iol. The incision was extended and the lens was explanted on (B)(6) 2011 and replaced with a +18.5 diopter lens. The sutureless incision was water tight.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). Surgical procedure, secondary. Surgical incision, enlargement of. No allegation against the device. Results: visual inspection of the returned product showed the lens was split in half, a piece of the optic was missing and a reddish residue on the surface of the lens. (B)(4).